Manufacturer narrative:
(B)(4). Estimated date of event (reportedly occurred approximately 2 weeks ago). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, medwatch #2024168-2017-00941.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device after an unspecified procedure. Reportedly, when deploying the clip, there was resistance advancing the thumb advancer. Sheath splitting was successful, however, and the clip deployed. Hemostasis was achieved with the starclose se clip. There was no reported adverse patient effect. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.